Event description:
It was reported that the customer experienced both low and high blood glucose levels. Hcp recommends customer use lantus insulin for her basal therapy.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.